Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. Additionally, it was reported that the pump battery was depleting quickly. The customer declined to troubleshoot with tandem technical support, therefore not additional information could be obtained. There was no reported adverse impact to the customer's blood glucose level.